Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter that needle would not retract. No serious injury or medical intervention was reported.

Event description:
It was reported that after use of the bd insyte autoguard shielded IV catheter that needle would not retract. No serious injury or medical intervention was reported.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle stick injury and needle retraction failure with lot #8186791, regarding item (B)(4). DHR review was performed on lot number 8196791. The lot number was built on afa line 2 from (B)(6) 2018 thru (B)(6) 2018. Packaged on packaging line 8 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qns was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.